Event description:
Device malfunction: failure to deploy - needles. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician untrained in the use of the prostar xl device attempted arteriotomy closure of a calcified femoral artery after an interventional procedure. Reportedly, during needle deployment, two of the four needles deflected. The device was removed and the vessel was surgically sutured to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info. User error. The prostar xl pvs system instructions for use state, "caution: this device should only be used by physicians (or other health professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized rep of abbott vascular." And "the safety and effectiveness of the prostar xl pvs system have not been established in pt populations with femoral artery calcium, which is visible at the access site."